Manufacturer narrative:
The pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the pump history due to other electronics defect, no history pointers failed. The history pointers are corrupted error, trace pointers are invalid or post-reset ram crc alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump had stucked with logo on the screen. Customer¿s blood glucose level was unknown. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer was successfully performed the self-test. The insulin pump will be returned for analysis.